Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/13/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced a skin reaction with itching, burning, blisters, drainage, and scarring (described as skin discoloration, not raised or rough) under the sensor pod area which occurred the day the sensor had been inserted into the arm. The skin was prepped with soap and water prior to sensor insertion. The patient went to an urgent care clinic for evaluation. The patient was prescribed oral keflex and was given an unspecified sample of topical cream to place on the skin reaction. The patient was in good condition at the time of report. No additional event or patient information is available.